Event description:
The pt was revised because of possible reaction to nickel and had some metalosis. In 2008, it was discovered by depuy that the original cup and head were mismatched at the primary surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.